Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left shoulder arthroplasty with only a humeral stem present with associated bony impaction into the native glenoid. Osteopenia limits evaluation. There is bony impaction of the remaining humeral stem into the native glenoid but no fracture seen. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision procedure, the surgeon fractured the glenoid while he was drilling with the trephine instrument. Subsequently, the surgeon decided to leave the stem in-situ with no hemi head. No other patient consequences were reported as a result of this event. Attempts have been made and no further information has been provided.